Event description:
In (B)(6) 2021 a patient had venaseal treatment. The patient experienced a reaction to the something, she states it could be the adhesive from the venaseal. It is reported that her leg blistered and pushed out product and oozd for 8 months until she had to have a vascular surgeon remove the whole vein and remove skin. The patient reports her leg now appears smaller and there was significant tissue damage. The patient was now referred to an allergist and the allergist is working on whether her allergy is towards the venaseal adhesive.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.